Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label, damage keypad overlay texture and minor scratched lcd window. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error 25 noted during testing. However, power error 25 and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Sleep current measurement and active current measurement within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 76 mg/dl at the time of the incident. Customer will return device for analysis.